Event description:
Customer reported that she experienced a blood glucose of 37 mg/dl and she believed the insulin pump was giving her insulin when it should not have been. Customer stated she put the insulin pump on suspend and it was still going through insulin. She was advised to run a self test and this passed. There were no bolus entries in the insulin pump history that the customer did not recall entering. She stated her bolus wizard and basal settings were correct. Customer was advised to speak with her healthcare provider about basal rates at night, as she was concerned about low blood glucose in the mornings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.